Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported broken cable complaint was not confirmed by failure analysis. Manual articulation was performed with no issue detected. Additional observation(s) not reported by site: the instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented, which prevented the blades from closing and cutting. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.